Manufacturer narrative:
Device available for evaluation: device returned to manufacturer. A manufacturing investigation was performed. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. Field return, no containment activities. Due to the analysis findings, it was determined that processing and inspection requirements were met. No further containment activities have been initiated because of these findings. The manufacturing, quality and engineering team reviewed the suspect part. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. This occurred when the part being was processed through a red-wheel operation to provide a uniform finish instead. The part design allows a first thread geometry to be thin which would not be maintained when processed. Regarding inspection and the cause for escape, avalign followed the defined inspections methods required by synthes. A plate indicator and thread overlay were utilized and neither method detected the thin or rolled thread condition. The part would engage in the plate and did not indicate a rolled thread. Appropriate actions have been taken to address this issue. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part#03.114.001 lot#h288454. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 27-feb-2017. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a veterinary radius fracture procedure on (B)(6) 2017, the locking compression plate (lcp) drill sleeve would not connect to the lcp plate hole. The issue appeared to be with the threaded portion of the tip of the drill sleeve. Another device was readily available and was used to successfully complete the procedure with an unspecified delay. Concomitant devices reported: locking compression plate (part unknown, lot unknown, quantity 1). This report is for one (1) lcp drill sleeve. This is report 1 of 1 for (B)(4).